Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level due to poor insertion and low blood glucose by over treating. The customer¿s blood glucose level were 491 mg/dl, 46 mg/dl. The customer also mentioned other blood glucose values such as 210 mg/dl, 313 mg/dl, 303 mg/dl. The customer was not using the insulin pump when high blood glucose was reported. The customer was declined to troubleshoot for high and low blood glucose level. The customer was reported that they went low due to over treating. The insulin pump will not be returned for analysis.